Event description:
It was reported that as the stent delivery system was being advanced to stent the ophthalmic artery, the physician could no longer see the stent. The stent delivery system was removed, and the physician could confirm that the stent had deployed in the carotid artery. The physician continued the procedure with a similar device. There was no reported clinical consequence to the patient.

Event description:
It was reported that as the stent delivery system was being advanced to stent the ophthalmic artery, the physician could no longer see the stent. The stent delivery system was removed, and the physician could confirm that the stent had deployed in the guide catheter. The physician continued the procedure with a similar device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
(B)(4).